Event description:
The customer reported that in the nicu, the quad set on an infant was found to have a cracked female luer at the tpn connection. Pressors were also infusing. Delay in medication reaching the pt due to necessity of changing out the quad set. The IV line patency was maintained. There was no pt harm and no medical intervention was required. Customer stated that no add'l event or pt info is available.

Manufacturer narrative:
(B)(4). The customer's experience of cracked female luer was confirmed. Visual inspection of the returned set revealed a 0.3485 inch vertical hairline crack in the female luer. Microscopic inspection of the female luer showed no stress marks. No other anomalies were observed with the returned set. Functional testing was performed and a leak was observed as fluid flowed through the crack on the female luer. The set was pressure tested and leaking was observed at less than 5psi. The root cause of the crack was not identified. Conclusion: field left blank- no available code for undetermined or unk cause.